Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted from the left eye of a patient in a secondary procedure owing to double vision, dizziness and inability to tolerate rings. The iol was replaced with a zcboo lens with 22.0 diopter power. The patient was reported to be doing well after the procedure. No further information has been provided.

Manufacturer narrative:
Correct model number to zcb00. (B)(4). Evaluation: the fracture was selected in error and does not apply. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device was evaluated by manufacturer. Manufacturing records were reviewed ¿ the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. Visual - the lens was received partially cut, most probably due to make the intraocular lens explant possible from the patent's eye. The lens condition is consistent with a lens that has been explanted from the patent's eye. The lens can be identified as a tecnis multifocal acrylic 1-piece intra ocular lens because of the presence of rings on the posterior side of the lens. Further analysis on the lens is not possible due to the fact that the lens is damaged. All pertinent information available to the manufacturer has been submitted. Placeholder.